Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional tricuspid regurgitation (tr). During the preparation of triclip xt, one gripper was unable to lower. There was undesired gap between the gripper and the clip arms when opened to 120-140 degrees. Troubleshooting was performed and was unsuccessful. There was no patient involvement with the complaint device. The clip was replaced with another device and the procedure was successfully completed.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.